Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle libre 3 application during replication that would have led to the reported issue. The customer reported being unable to scan the sensor due to application issue. Attempted to replicate the customer's complaint using similar configurations samsung galaxy s20 fe 5g, android 13, 3.4.2.9593 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an adc libre application issue and therefore the customer could not scan sensor. As a result, the customer required unspecified third-party treatment for this issue. No additional details were provided as customer did not want to troubleshoot further. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation is pending at this time. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an adc libre application issue and therefore the customer could not scan sensor. As a result, the customer required unspecified third-party treatment for this issue. No additional details were provided as customer did not want to troubleshoot further. There was no report of death or permanent injury associated with this event.